Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise which lead to inappropriate mode switches. Other electrical measurements were normal. No intervention was reported.